Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es displayed a critical error when attempting to remove medications. Hsv showed multiple pockets not detected on the bus. There were no adverse events or injuries reported in connection with this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a critical error when attempting to remove medications. A technical support specialist followed knowledge article 000008193 to shrink the station database but encountered an error due to insufficient disk space. Then followed the knowledge article 000007127 to drop the database and data synchronization for full synchronization to resolve the issue. The system functioned as intended after being troubleshot by the technical support specialist.